Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that there was a fluid loss in the device. A new aus was placed, and no other patient complications were reported.